Manufacturer narrative:
The following devices were also listed in this report: unknown psl cup; cat# unknown; lot# unknown, unknown x3 liner; cat# unknown; lot# unknown, unknown biolox head; cat# unknown; lot# unknown. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Physician reports a patient bilateral total hip replacement, done on (B)(6)2017, appears to have a draining hematoma in the right hip with redness and possible infection. The physician requested to irrigate and debride the hip. During the surgery the physician attempted to remove the head with a tamp and mallet at which time the femoral component came out as well. He then decided to remove the liner and cup irrigate and debride. He then proceeded to implant all new components. The surgery was performed without incident.